Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the scope did not display an image when it was connected during inspection for use involving an olympus endoeye flex 3d deflectable videoscope. There was no patient injury reported.